Event description:
It was reported that the patient stated that his artificial urinary sphincter (aus) stopped working after being hospitalized after a car crash. A surgical procedure was performed in which the previous device was replaced with a new aus system of a 4.5 cm cuff, a control pump and a 61-70 balloon. The patient had a good outcome. No more information is available. If relevant information becomes available, it will be provided.